Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was scheduled to have a trial lead implanted on (B)(6) 2011; however, due to his anatomy, the device could not be placed properly, and the trial implant was aborted. It was reported by the implanting physician that the patient was hospitalized for intractable pain following the procedure and later passed away. An autopsy was not performed, and the cause of death remains unknown to sjm.